Manufacturer narrative:
Date of event is estimated. During processing of this complaint, an attempt was made to obtain complete patient information.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2021-14328. Reference MFR. Report#: 1627487-2021-14329. It was reported the patient lost partial foot coverage. As a result, the patient underwent surgical intervention. During the procedure, the patient's drg leads were found to be damaged. In turn, the physician decided to explanted and replace the patient's drg leads (with scs leads) to provide resolution.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2021-14328 and reference MFR. Report#: 1627487-2021-14329.